Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer miscalculated a bolus and blood glucose (bg) decreased into the low 40s mg/dl. Reportedly, the customer miscalculated and gave themselves too large of a bolus needed to cover the carbohydrates consumed. The customer was "out of it" and required assistance to consume glucose gel to treat bg level. Recommendation was made for customer to discuss event with a healthcare provider.